Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for deformed sheild with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the cap was discovered to be broken during blood collection with a bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a damaged cap. As blood was not drawn into the tube appropriately during blood collection, the hcp examined the tube and found that the cap of hemogard was deformed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the cap was discovered to be broken during blood collection with a bd vacutainer® 9nc 0.109 m 0.2 ml plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about a damaged cap. As blood was not drawn into the tube appropriately during blood collection, the hcp examined the tube and found that the cap of hemogard was deformed.